Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips deployed from the device were partially open and not properly formed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.